Manufacturer narrative:
H4: the lot was manufactured from august 02, 2023 to august 03, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred on unspecified dates of (B)(6) 2023. H4: device manufactured date: august 02, 2023 to august 03, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leaking was observed during use of an unspecified quantity of vial-mate adapters. The leaks were observed during the reconstitution process. There was no patient involvement. No additional information is available.